Event description:
It was reported during a laparoscopic cholecystectomy the 5 mm trocar's red button would not engage. The 355sd was from the fdc 10 kit, lot#k46k24. Another trocar was used to complete the case. There was no consequence to the pt.